Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. P-cap/reservoir locked properly in place. Pump received with cracked belt clip rail case corner.

Event description:
Information received by medtronic indicated that the insulin pump was damaged. The customer stated there was a crack on the insulin pump and when they got in to the bath tub it started beeping. It was also reported that the three was crack on reservoir lip ring. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.